Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve was able to be adjusted to all performance levels within a single attempt and the performance level settings did not spontaneously change during testing. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that since the strata was implanted in 2010 the valve's pressure-level setting has inadvertently changed from time to time. In (B)(6) 2014, the patient came back to (B)(6) with headaches, nausea and vomiting. The pressure was initially adjusted to 1.5. Before she was released from the hospital the pressure level setting was at 0.5. It was then returned to 1.5. Several days later the patient came back at pressure-level 2.0. The valve was explanted on (B)(6) 2014.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as lot number was not provided. (B)(4).